Event description:
It was reported that (1) device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the affiliate that the tsw35 instrument was fired inside the pt without any problems. The device was then closed so that it could be removed from the pt through the trocar. Once outside the pt the device was found jammed. There was no consequence to the pt.